Event description:
It was reported that the patient's artificial urinary sphincter (aus) balloon had fluid loss. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) balloon had fluid loss. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: balloon fluid loss was reported. The ams800 device was visually inspected and functionally tested. Both cuffs and balloon krt had leaks due to a sharp instrument consistent with explant damage. There was a leak in the balloon shell that was the result of fatigue inside of scaling. The control pump was not functionally tested. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) balloon had fluid loss. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.